Manufacturer narrative:
(B) (4) - irregular appearance (both wires (sutures) same color). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: suture retrieval. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when the needle plunger was retracted, no suture was present. The device was removed and manual compression was applied to achieve hemostasis. In addition, it was reported that when the pack was opened both wires (sutures) were the same color and the physician expected one to be yellow and one white. There were no reported adverse pt effects. Though requested, no add'l info was provided.